Event description:
Laparoscopic cholecystectomy - "during procedure while clamping the artery clip applier jammed in closed position. It released after several minutes of the surgeon trying to release it. It was then take off the field and a new clip applier was opened. The product that malfunctioned was also tested after it was off the field and the same issue was replicated."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.